Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.

Event description:
There was difficulty experienced while removing the angioguard xp from the pt. The vessel was mildly tortuous (only two bends) and moderately calcified. There was no problem advancing the device through the vessel. There were no kinks observed in the product. The filter basket contained some debris, but not enough to cause withdrawal difficulty. There were no problems encountered capturing the filter basket. The device did not snag on the stent. The withdrawal difficulty was experienced through the entire vessel and not just during the withdrawal through the stent. There were no noted anomalies to the device.